Event description:
Square filter leaking while infusing dextrose 11% total parenteral nutrition (tpn) at 4.5ml/hour. Infant was receiving tpn infusion, dextrose 11% tpn at 4.5ml/hour and the infusion stopped when the roller clamps closed. Bag was removed and new bag was ordered.